Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd veritor plus analyzer sample keeps giving discrepant result. The following information was provided by the initial reporter: customer reported issue with her own test samples, she always gets a 3 lines results instead of 2 lines. It happened multiple times ,about 6 times but not on all samples. All her colleague did not had the same issue.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd veritor plus analyzer is getting 3 lines on results(catalog number 256066, serial number (B)(6)).the veritor plus analyzer was not returned for investigation.no investigations were performed on this analyzer and therefore the root cause is not determined.based on this evidence the complaint is unconfirmed.followed up with cutomer multiple times to get additional information, no updates from the customer DHR for veritor plus analyzer, serial number (B)(6) was reviewed and nonconformances related to this failure mode were not revealed in manufacturing during final testing. The device was released conforming. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that bd veritor plus analyzer sample keeps giving discrepant result. The following information was provided by the initial reporter: customer reported issue with her own test samples, she always gets a 3 lines results instead of 2 lines. It happened multiple times ,about 6 times but not on all samples. All her colleague did not had the same issue.